Event description:
Review of service data detected a reported problem. During servicing, belt sn (B)(4) failed incoming hi-pot testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device summery: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event result from the damaged cable and wires. The last patient to use this belt did not report any deficiences.